Event description:
During index procedure a venaseal was used to treat a lesion located in the great saphenous vein. Approximately 12 months post procedure patient suffered recurrence of chronic superficial venous insufficiency of the right lower limb. Patient was showing recurrence of chronic superficial venous insufficiency. Investigator decided on intervention - percutaneous thermal destruction of the great saphenous vein combined with bilateral leg phlebectomies. The procedure was done. The intervention was successful with no post-operative issues. It was stated that the event is related to target limb/vein. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.